Event description:
Attorney reported: in 2003- the patient underwent a hernia repair procedure with placement of a composix mesh patch. In 2004- the patient was admitted to the hospital with swelling, tenderness and pain. In 2005- the patient underwent abdominal surgery to address cellulitis and abdominal wall parastoma. The patient's surgeon discovered that the mesh had adhered to and pulled off his abdominal wall and portions of the mesh were removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.